Event description:
It was reported that suture placement was attempted with a prostar xl device in the common femoral artery using the preclose technique prior to an aortic stent graft procedure. The arteriotomy was 9f and the sheath was upsized to 20f for the interventional procedure. Reportedly, during needle deployment, it was not possible to pull the needles from the device as the needles stayed in the system. An attempt was made to re-deploy the needles, but when the handle was pulled, strong resistance was felt. A second prostar xl device was used with the same results. A third prostar xl was deployed successfully. The aortic stent graft procedure was completed and hemostasis was achieved with the sutures of the third prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the prostar xl device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the handle was in deployed position and the white suture with the needles was exposed at the hub. The green suture and the needles were not returned. There was a needle strike mark on the posterior medial side of the needle slot. This confirmed the reported experience because the needles will not be present at the hub. The evidence of a needle strike mark on the barrel suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or patient anatomical conditions such as obesity, calcification or scarring of the site used in deploying the device can deflect the needles. The needle deployment of every device is checked during the manufacturing process, to ensure that the needles/sutures are in the correct orientation. The probable cause for the needle strike mark on the barrel face and for needle missing/not presented at the hub during needle deployment is related to the operational context in which the device was used. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and found no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other prostar xl device being filed under a separate medwatch MFR number.